Manufacturer narrative:
On 1/31/2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, a rupture was observed in the anterior view , measuring approximately 0.6 cm. Within the rupture, an area of missing material measuring approximately 0.1 cm x 0.1 cm was observed. Another area of missing material was noted measuring approximately 0.3 cm x 0.3 cm. Microscopic examination was performed on the three ruptures using scanning electron microscope (sem) and the cause of the ruptures could not be identified. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. Manufacturer's reference number: (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: intraoperative deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 800cc mentor smooth round moderate plus profile being used for a primary breast augmentation ruptured intraoperatively. No patient consequences or procedural delays were reported. At the time of this report, there is no evidence of a need for additional surgical intervention.